Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
A journal review of "liver resection using cavitron ultrasonic surgical aspirator (cusa) versus harmonic scalpel: a retrospective cohort study" authored by adam s. Bodzin,md, et al, published in international journal of surgery 2014, advised that a study was performed from july 2004 until june 2010 using the tissuelink in combination with either the cusa or the harmonic scalpel. The report advises that postoperative in the harmonic scalpel/tissuelink group: there was one bile leak and 3 patients transfused with banked blood (per protocol); 2 intraoperatively and 1 postoperative within 30 days. Postoperative complications and mortality showed no significant differences between groups. The article concludes: our results show the harmonic scalpel with tissuelink to be a safe, effective method of parenchymal division with significantly less ebl and los when compared to cusa with tissuelink.